Manufacturer narrative:
The patient was born on an unspecified date in 1972 this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. On an unreported date the patient experienced septicemia. The patient was treated with unspecified antibiotics. Twenty days after the peritonitis event onset the patient passed away. The cause of death was reported as due to peritonitis and septicemia. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.